Manufacturer narrative:
The device was received with a missing moisture indicator. Corrosion observed on the battery spring and flat contact at the upper end of the unit indicating it has been exposed to moisture. Functional testing confirmed the reported issue. When the on/off switch was slid to the off position, the power did not turn off as the tone led remained blinking. As a failsafe feature, the unit would sound when nothing is connected on the device. However, there was no sound coming from the device. The unit was opened and corrosion was observed on multiple components. Due to the age of the device and the damages observed it is likely expected normal wear and tear may have contributed to the defect. At this time, there is no evidence that a manufacturing nonconformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, disconnecting the sensor from the alarm will cause the alarm to activate. This is called a failsafe mode. Disconnect the sensor to make sure the failsafe mode works. Do not use the alarm if the alarm does not sound when the sensor is disconnected. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the power remains on when the control switch is in the off position. Evaluation of the device found the alarm does not sound when nothing is connected. The date the issue was discovered is unknown and no patient injury was reported.